Event description:
False positive advia centaur troponin ultra results were obtained by the customer on two patient samples and considered discordant when compared to duplicate test results. The customer runs all troponin samples in duplicate. The discordant results were not reported. There was no known report of adverse health consequences due to the discordant troponin ultra duplicate results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. A visual system check was performed by the fse and no system issues were observed. The fse made a slight adjustment to the reagent 1 and reagent 2 probe calibrations. No conclusion can be drawn. The instrument is performing within specifications.